Event description:
After iabp for four hrs, the iab leaked. Blood was noted in the tubing and the iab was removed. No second iab was inserted. On 5/28/98, the following was reported to datascope: the pt returned from surgery and blood was noted in the iabp tubing. The pump was placed on stand-by and the dr was called. The iab was discontinued without difficulty by the dr on 4/8/98 and medications were hung. There was no pt injury or complication as a result of the result. The pt was discharged on 4/14/98. [Event complications]: none from the event-reported 4/13/98 and 5/28/98. [Pt's current status]: discharged-rpt'd 5/28/98.

Manufacturer narrative:
Eval: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish path. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp. (This follow-up MDR was mailed to FDA on 6/11/98).